Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed insulin flow blocked. The customer was assisted with troubleshooting. The customer's blood glucose level was unknown at the time of the incident but was 534mg/dl at the time of the call and was vomiting. The customer declined to troubleshoot for the high readings. The customer was instructed to disconnect from quick release and assisted with fill cannula process. The customer stated that insulin exited. The customer was able to check site and stated that the cannula was not bent. An additional fill cannula was performed and the customer was advised to reconnect to the quick release. The insulin pump alarmed no delivery as a result and customer was advised that the set may be occluded and to change entire infusion set and to return for analysis. The set will be returned for analysis.